Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion with a soft cannula infusion set on (B)(6) 2024. Blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.